Manufacturer narrative:
Telephone number: (B)(6). Device evaluation: the catalys system was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the catalys system were reviewed. The product was manufactured and released according to specification.  Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that just before making the arcuate incision, the patient moved and lost the suction. The surgeon successfully completed the capsulotomy, but the fragmentation process was aborted before completion. Through follow-up we learned that during fragmentation, after the capsulotomy the patient moved and the suction was lost. The fragmentation process was stopped between 60 and 70 % completion. The surgeon decided to not dock again, so no arcuate incision was possible. The surgery was completed manually with no complications or patient impact. No additional information was provided.